Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. In addition, that the pump battery was observed to be depleting quickly. The customer's blood glucose (bg) level was over 300 (mg/dl). A manual injection was administered to address bg level. Reportedly the customer was able to successfully load a cartridge onto the pump and would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged alarm 19 malfunction was verified. The alleged battery malfunction could not be verified.